Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
One week post-implant, loss of capture was observed due to lead dislodgement. The lead was repositioned. Few weeks later, patient was experiencing chest pain and developed a left pneumothorax secondary to a right ventricle, pericardial and pleural perforation confirmed via review of CT scan. The decision was made to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun